Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0uz7e, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had poor communication and saw the poor communication screen on the programmer. The patient was recently implanted. The consumer was instructed to power the programmer off and then turn it back on and re-sync with the ins and remove and replace the batteries. This resolved the reported issue and the patient was able to increase stimulation from 1.5 to 1.8. The patient&#38112;symptoms had not improved since implant and she woke up twice the night prior to report to go to the bathroom. The patient could feel stimulation, but the day prior to report that stimulation stopped while at a really low setting the day prior to report. The patient wanted to go up gradually on the day of this report but could not. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.